Manufacturer narrative:
Malfunction reported in original MDR is not applicable; corrected to serious injury. Required intervention to prevent permanent impairment/damage (devices). Work order search: no similar complaint type events were reported for units within same lot. Claim#: (B)(4).

Manufacturer narrative:
Additional information: device evaluation: lens returned dry taped to cartridge case. Visual inspection: lens haptic is bent with residue. No visible damage to sfc-45 cartridge. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, a 13.2mm, micl 13.2, -16.0 diopter, implantable collamer lens was "too long". The lens was removed and scheduled exchange of a shorter length lens. No patient injury. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Product problem (e.g. Malfunction) is not applicable in original MDR; corrected to adverse event because lens was explanted. Claim#: (B)(4).

Manufacturer narrative:
Work order search: no similar complaint type events were reported for units within same lot. Claim#: (B)(4).